Event description:
It was reported that approximately three years post-implantation, the patient underwent a total hip revision due to ongoing osteolysis, a pseudotumor, and component dissociation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 650-1158, lot#: 3094017, delta cer fem hd 28/0mm t1. G2: foreign ¿ event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.